Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on january 14, 2015. The analysis has begun but is not completed at this time.(B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and force issue occurred. During procedure, after connecting catheter and despite several attempts at zeroing, the catheter was constantly flashing red (high force) with ¿n/a¿ being displayed for the force reading while not having contact at all. Connector was exchanged with no resolution; catheter was replaced and issue was resolved. The procedure was continued and completed with no patient consequence. This event was originally considered non-reportable, however, bwi became aware of product was returned and a crack (1.3 mm - length) was found in the pebax on january 14, 2015 and have reassessed the event as reportable. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish material was found inside the pebax. Further examination revealed that the pebax had a crack allowing the residues to get in. This type of failures is further investigated under an internal corrective action that has been opened. Then per the force failure reported the catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor resistance values were found within specifications the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. The customer complaint was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action was created to address the damaged pebax on smart touch.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and force issue occurred. During procedure, after connecting catheter and despite several attempts at zeroing, the catheter was constantly flashing red (high force) with ¿n/a¿ being displayed for the force reading while not having contact at all. Connector was exchanged with no resolution; catheter was replaced and issue was resolved. The procedure was continued and completed with no patient consequence. This event was originally considered non-reportable, however, bwi became aware of product was returned and a crack (1.3 mm - length) was found in the pebax on (B)(6), 2015 and have reassessed the event as reportable.